Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that intermittent catheter tip was sometimes more than occasionally was sticking out from the 3rd tab of the sterile wrap. Like they open 1 and 2. Then when they get to 3rd tray, the tip or a longer portion of the catheter is sticking out at that point. They did save a label from a kit. It had one of the stickers that stated, it did not contain sterile gloves. The kit seemed to be thrown together. Specifically, the betadine sticks were not in their slot. They were just floating around in there. The ICU does not insert many indwelling, so they have only noticed this with our intermittent catheters over the last 1 month or so.

Event description:
It was reported that intermittent catheter tip was sometimes more than occasionally was sticking out from the 3rd tab of the sterile wrap. Like they open 1 and 2. Then when they get to 3rd tray, the tip or a longer portion of the catheter is sticking out at that point. They did save a label from a kit. It had one of the stickers that stated, it did not contain sterile gloves. The kit seemed to be thrown together. Specifically, the betadine sticks were not in their slot. They were just floating around in there. The ICU does not insert many indwelling, so they have only noticed this with our intermittent catheters over the last 1 month or so. Per customer follow up received on (B)(6) 2024, it was reported that they received a kit with the catheter located outside of the sterile field but was still inside the packaging. The betadine sticks were also out of their slots. The kit was not used and there was no patient was involved.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be incorrect sealing operation. The device history record review could not be performed without a lot number. A labeling review is not performed because labeling could not have prevented the reported failure. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.